Event description:
It was reported that balloon rupture occurred. A 75% stenosed target lesion was located in left cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured below nominal pressure a 6 atmosphere in less 10 seconds. There were no bend in the vessel. The device was removed from the patient body difficulty through the sheath that was placed initially arteriovenous (av) fistula vein. The procedure was completed with another of same bsc balloon device. No patient injury or complications were reported.

Manufacturer narrative:
Device evaluated by MFR: visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from two balloon pinholes, one was detected approximately 6mm proximal of the proximal edge of the distal markerband and the other pinhole was detected at the distal edge of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed that approximately 1mm of one of the cutting blades is slightly lifted from the balloon material at the proximal end. No other damage or issues were noted with the blades that could have contributed to the complaint incident. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 75% stenosed target lesion was located in left cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at inflation, it was noted that the balloon ruptured below nominal pressure a 6 atmosphere in less 10 seconds. There were no bend in the vessel. The device was removed from the patient body difficulty through the sheath that was placed initially arteriovenous (av) fistula vein. The procedure was completed with another of same bsc balloon device. No patient injury or complications were reported.